Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's ipg replacement the patient stopped breathing and the physician had to flip the patient over and treat her. The patient's issue resolved and they were able to proceed with the ipg replacement.